Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. This condition was not confirmed, as the disposable set was not returned to baxter and the lot number was unknown. The assignable cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report, by a baxter employed health professional from (B)(6), of peritonitis in a patient coincident with dianeal pd-2 1.5% ultrabag therapy. On an unreported date, the patient experienced diarrhea. On (B)(6) 2013, the patient experienced peritonitis. On the same day, the patient was hospitalized for the event. The cause of the peritonitis was diarrhea. On an unreported date, the patient was treated with an injection (inj) fortum (250milligram, twice a day, and intraperitoneal). The patient remained hospitalized at the time of this report. It was unknown if the patient recovered from the event of peritonitis. The event of peritonitis was unrelated to baxter products.

Manufacturer narrative:
(B)(4): on an unknown date, the patient recovered from peritonitis and was discharged from the hospital.